Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received. Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by missing paint chips. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had paint chips missing. 1 event had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had paint chips missing. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record. Product return status 1 device was received. Event confirmation status 1 reported event was confirmed; the cause was traced to component failure. Evaluation results 1 device was found to be affected by chipped paint. 1 device had no problem found.